Event description:
It was reported that the air dermatome was cutting deeper than the depth set on the device. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for eval. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. Parts replaced included; bearings; calibrating shaft and seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1990. A review of service records indicate that the device has not been returned to the manufacturer for manual repair or preventative maintenance. The device has only received service twice, once in 2003, and once in 2005. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."